Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit had issues circulating fluid. According to the complainant, the pump motor is not turning correctly, resulting in irrigation issues. It is unknown if there was a patient or procedure involved with this issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - unknown if there was patient involvement the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit had issues circulating fluid. According to the complainant, the pump motor is not turning correctly, resulting in irrigation issues. It is unknown if there was a patient or procedure involved with this issue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Overall, the returned device was in fair physical condition; there were only some minor scratches on the cover, and all knobs and switches functioned properly. However, the foot switch connector was pushed inside the console, not allowing for a proper connection. Once this connector was fixed, the unit passed all evaluation protocols the condition of the returned device was consistent with the complaint of pump motor issues; the complaint was confirmed. The most probable root cause is wear and tear from repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.